Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump passed the displacement test, rewind test and basic occlusion test. The motor was tested outside of the device and passed. The insulin pump was unable to prime during the prime test due to a moisture damaged force sensor resistor. Corrosion was noted on the motor housing, no corrosion was noted to the motor home switch. The insulin pump had a cracked display window, cracked case at the display window corner, fully broken off reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed motor error during set change. Customer's blood glucose reading was 182 mg/dl. Product is being returned and replaced.